Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had over infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient was programmed for 24 hours infusion however infusion completed two (2) hours earlier than expected, infusing in approximately twenty-two (22) hours. The customer also stated, "this is the second time the patient had the same reported issue.". This was reported to bd representatives during site visit. There was patient involvement but no harm.